Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of random faults that the amplifier blocks completely. This meant system was getting communications failures and a reboot was required to restore function. The fse replaced the x-ray tube, interconnect cable, and footswitch. When asked which was root cause the fse was unable to identify which it was. The fse verified system functionality. I believe this was due to it being intermittent so most probable parts to cause issue were changed. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, interconnect cable and footswitch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system randomly froze, exhibited errors and locked up. No patient serious injury or death was reported related to this event.